Event description:
It was reported that during intra op the balloon was inflated in thyroidectomy procedure, the balloon kinked and the patient was int ubated at the moment of inflating the balloon of the tube, it herniated, after placing the tube, and it did not give a good signal in the nim and moved the tube so that everything came out green. When it was time to move the tube to place the electrodes between the vocal cords, after deflating the cuff to reposition the tube and reinflating as usual, the problem was discovered it began to saturate and the patient was not breathing well and there were no anatomical problems with the patient and the tube was checked prior to use and found to be correct, a 20ml syringe was used with 10cc volume of room air for inflation. When reposition the tube that it was injured and did not allow air to pass through and the tube was wounded when the tube was repositioned so that the electrodes could play with vocal cords. There was no patient injury.

Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (nim® emg - endotracheal tube - nim flex¿ 8229970). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.